Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 407 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.